Event description:
Article title:radiofrequency catheter ablation of idiopathic left anterior fascicular ventricular tachycardia in children per a report in the journal of heart rhythm, a single-center controlled study was conducted on 6 pediatric patients, by (B)(4),to evaluate the procedures and outcomes of radio frequency catheter ablation for pediatric idiopathic left anterior fascicular ventricular tachycardia. From the report there was 1 serious adverse event: complete heart block av 3rd degree. This was case#(B)(6) identified in the article. (B)(6) suffering from ventricular tachycardia(vt). The vt was finally terminated, but the av heart block developed. The av block did not improve so a pacemaker was inserted one week post procedure. Per the article, other non-serious ae¿s were also reported. 1 patient suffered from left branch bundle block. This was case #(B)(6), a (B)(6) with drug-refractory idiopathic vt. 29 months post procedure the left branch bundle block still remained, however the patient was not treated with any medical therapy and had no signs of cardiac failure. This event did not require any intervention/treatment nor extended hospitalization stay. If additional information is received, we will update information in a supplemental report. There are no death events or device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the navistar ablation catheter.

Manufacturer narrative:
(B)(4).